Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch verio iq meter was displaying an ¿error 4¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue started ¿2 months ago.¿ the patient manages his diabetes with insulin (unknown type, self-adjuster) and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The patient stated, immediately after the alleged issue occurred, he developed symptoms of ¿low and high blood sugar, shaking, sweating, and irritability, risk of coma, confusion, and unconsciousness.¿ emergency medical services (ems) was contacted and when they arrived they tested the patient¿s blood glucose and obtained a result of ¿28 mg/dl¿ with an ems meter. The patient was given ¿IV fluids¿ and transported to the hospital and admitted. The patient¿s health care professional (hcp) advised him that he ¿shouldn¿t be going with that company.¿ at the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. The cca noted that the blood sample completely drew into the test strip. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.